Manufacturer narrative:
E1 - initial reporter facility name: (B)(6)hospital.

Event description:
It was reported that balloon rupture occurred. The patient underwent a percutaneous transluminal angioplasty where the 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, on the first inflation at 6 atmospheres for 3 seconds, the balloon ruptured. The device was removed without any problem and the rupture was noted to be located in the distal area of the balloon. The procedure was completed with a different device. There were no complications reported, and patient status is good.